Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the patient reported an issue with the g6 mobile app. Data investigation completed on (B)(6) 2019 shows a loss of connection for greater than one hour. The probable cause was determined to be no communication gap in logs. No additional event or patient information is available.